Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: additional PMA number: p190006. Concomitant product: model number/catalog number: 1101, serial number: (B)(6), batch/lot number: ax1h157725, model/catalog description: neurostimulator, unique identifier (UDI) #: (B)(4). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) presented to the emergency room (ER) due to pain at the implant site. The patient was informed that the ins appeared twisted, reportedly associated with weight fluctuations. The patient expressed concern that the lead may have been damaged or disconnected and believed this was causing undesired sensations at the site. Upon connection of the remote control (rc) to the ins, there were no error indicators or findings suggestive of an open impedance. Further evaluation by the physician confirmed lead migration, and a revision procedure was recommended. The patient subsequently underwent a revision procedure for the lead and ins. No further patient complications were reported and the patient was stable post procedure.